Event description:
Invalid result. Called in because she purchased 2 flowflex kits and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. The kits were purchased at rite aid. Picture provided

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov3100001 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result. Called in because she purchased 2 flowflex kits and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. The kits were purchased at rite aid. Picture provided.